Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was lesser than the expected volume based upon the programmed infusion rate. The patient experienced severe baclofen withdrawal symptoms. The physician believes that there was a programming error / refill error in which the volume injected was different than the volume programmed.